Manufacturer narrative:
The reported event of septum and set screw anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular septum was damaged during procedure and the set screw was unseated and not returned. This prevented insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the header during final analysis revealed that it was partially opaque.

Event description:
During the implant procedure, the set screw in the right ventricular port was unable to be tightened. Upon investigation, the set screw was noted to be misaligned. A replacement device was used to complete the implant procedure. The patient was in stable condition.